Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) drill bits broke intra operatively on (B)(6) 2015 during an open reduction and internal fixation (orif) procedure of a proximal tibia. During the insertion of the screws, the surgeon had to angle the drill bit and it appeared that the flutes of the drill bit became caught on the edge of the plate. There was no surgical delay reported or additional x-rays taken. Fragments from both drill bits remained in the bone of the patient under the plate and were not able to be removed. This report is 2 of 2 for (B)(4).